Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient could not see. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that power +2.2/+3.2 diopter lens was replaced with an unspecified multifocal lens. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).